Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had operating currents within specification and no unexpected low battery alarm was noted. No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
It was reported that the insulin pump alarmed low battery. The customer changed the battery and two days later the insulin pump alarmed button error. The customer experienced low blood glucose levels the night prior to the report and the customer reverted to a back-up plan. No specific values were provided. It was advised that the insulin pump needs to be returned. The customer's blood glucose at the time of the report was unknown. Nothing further was reported.